Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) due to the reported error. System was tested and verified ready for use. Isi did receive the usm involved with this complaint and the reported isi did receive the usm involved with this complaint and the reported recoverable errors was confirmed and replicated. In artemis, the 48100 and 32056 errors were found, indicating axes controller (arm) in usm2 failed to initialize i2c device, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a fixture test platform (pftp) where agc current was found to be failing on the yaw axis, replicating the reported event. Once testing was completed, the yaw searchlight printed circuit assembly (pca) and flat flex cable (ffc) were aba tested and verified to be the source of the fault. The root cause is attributed to a faulty yaw searchlight ffc, causing error issues within the usm2.

Event description:
It was reported that prior to da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report a recoverable error and message to disable arm or restart. Site did a hard restart of the system with no change prior to calling in. Logs confirmed multiple recoverable and non recoverable errors on usm2. There was no reported injury. Isi followed up with the initial reporter and obtained the following additional information: surgeons felt uncomfortable using the system. So all cases were canceled. There was no patient involvement. The problem was identified prior to the case starting.